Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During post implant check, there was a decrease in r-wave sensing and an increase in capture threshold on the right ventricular (rv) lead. Diagnostic imaging revealed that the rv lead had become dislodged. A revision procedure was performed to reposition the rv lead and the patient was stable.